Event description:
The customer reported that the bronchial cuff malformed and was not functional. At this time there is no info confirming the need for decannulation and recannulation of a replacement tube. Covidien has made attempts to gather further details surrounding the circumstances of this report with no response to date.

Manufacturer narrative:
Sample in transit to the mfg site for analysis.